Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found in backup vvi mode due to event queue overflow. Corrective programming changes were made to successfully restore the ICD and the patient will continue to be monitored. No patient consequences were reported.